Event description:
It was reported that this defibrillator system exhibited an out-of-range shocking lead impedance (sli) during device follow-up. Technical services noted an abrupt increase in impedance to greater than 200 ohms, which may indicate a potential lead integrity issue. Technical services recommended in-clinic evaluation with vector testing to determine whether the abnormal measurement is isolated to the proximal or distal coil. No adverse patient effects were reported. This system remains in service.